Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose ranged from 117-118 mg/dl. In addition, it was reported that the battery gauge was static on 100% longer than it should've been. Customer's blood glucose level was 140 mg/dl. The customer continued to use the pump for insulin therapy.